Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. During the visual inspection, the stent was seen to be deployed and was not deformed. The sdw was kinked bent and broken/fractured. Functional testing could not be performed as stent had deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was returned deployed, it can be presumed the stent may have deployed during retraction. The sdw was also seen to be damaged, it was kinked bent and broken. The as reported can be confirmed based on the analysis and the event description. The as reported as well as the as analyzed can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited.

Event description:
It was reported that during the procedure the physician was unable to deploy the subject stent. So he withdrew the stent along with the micro catheter and found the micro catheter kinked. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Analysis of the subject stent revealed that the stent delivery wire was broken during use therefore this event meets reporting criteria with an awareness date of (B)(6) 2020.